Manufacturer narrative:
Product analysis a visual inspection showed that the torque shaft was broken at the strain relief medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A turbohawk plus was being used for treatment of a 150mm calcified/plaque lesion with 100% stenosis in the mid right popliteal artery. The artery was 6mm in diameter with severe calcification. A 7fr non medtronic sheath was used with a 7mm spider guidewire. Spider fx was used for embolic protection. An evercross was used for predilation and a nanocross was used for post dilation. The turbohawk did not pass through a previously deployed stent. No resistance was met during advancement. The IFU was followed without issue. It was reported the device was used in the patient twice and then removed for cleaning. The coating of the device separated from the wire when pulling the cleaning tool to the top. Another turbohawk was used to complete the case. No patient injury.